Event description:
Reportable based on device analysis completed on 03-aug 2023. It was reported that crossing difficulties encountered. The 90% stenosed target lesion was located in a tortuous and nodular calcified left anterior descending artery. A 3.00 x 48 synergy ii drug-eluting stent was advanced for treatment. However, during the procedure, the device failed to cross the lesion. The procedure was completed. There were no patient complications reported. However, returned device analysis revealed hypotube detachment.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.00 x 48mm stent delivery system catheter was returned for analysis. A visual and tactile examination of the hypotube found a break at 18.5cm distal to the distal end of the strain relief. No issues identified with the outer/mid-shaft sections or the inner lumen of the device. Examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No signs of movement, stent was set between the proximal and distal markerbands. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.